Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an error 3 on their freestyle freedom blood glucose monitor. Because the customer was not able to obtain a glucose result, there was a delay in treatment and the customer suffered from a stroke. Customer's daughter called paramedics, and customer was transported to a local hospital. Exact treatment administered is unknown.